Event description:
The dealer reported that the screw on he joystick mounting hardware became stripped because it was over tightened. This could cause the joystick to fall off and leave the user stranded or the chair to move erratically and cause injury to the user.